Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the customer has been having some issues with foresight. The customer stated that they have been having issues with the sensor staying on the patient, several times they have not been able to get readings on patients and they have also said that they have had issues with numbers that do not match the patients condition. The customer mentioned an instance of a patient a few months ago that was showing normal numbers on the foresight but had a stroke. It is unknown if the stroke occurred in the or or the ICU after surgery.

Manufacturer narrative:
Multiple attempts were made for additional information and to secure return of the device however the customer has not responded nor sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.